Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while using a bd micro-fine¿ pen needle, the needle detached and remained in the patient. The patient required surgical intervention, which was reported to initially be unsuccessful. The patient had a second surgery, which was reported successful. She received stitches, electric coagulation, and three weeks of antibiotics.

Manufacturer narrative:
Thirty three sealed 31g x 5mm pen needle samples were returned from lot. No. 6202795, cat. No. (B)(4). Visual examination was carried out on 30 of the returned samples and no issues were observed. Visual examination was carried out on 30 of the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.